Manufacturer narrative:
By checking the sterilization charts of the involved lots, no pre-existing anomaly was found on the overall number of pieces. Therefore, we can ensure that all the products placed on the market with these lots have been properly sterilized before being placed on the market. We will send a final incident report once the investigation will be completed (a compassionate use device was requested by the surgeon).

Event description:
Revision surgery of a smr reverse prosthesis due to infection on (B)(6) 2021. C. Acnes identified as responsible for the infection. Patient has an antibiotic spacer in place and a compassionate use device was requested by the surgeon to be implanted in the future. Previous surgery was performed on (B)(6) 2015. According to the complaint source, patient has a history of multiple infection experienced, with the necessity in 2015 of a revision surgery of a competitor's prosthesis. Event happened in us.

Manufacturer narrative:
Investigation by checking the sterilization charts of the involved lots, no pre-existing anomaly was found on the overall number of pieces. Therefore, we can ensure that all the products placed on the market with these lots have been properly sterilized before being placed on the market. Explants and x-rays analysis no explant nor x-rays were available to be analysed, therefore we were not able to perform any further investigation. In conclusion, considering that: no pre-existing anomaly was found out by checking the sterilization and manufacturing charts of the products belonging to the lot numbers involved. No further analysis can be performed due to the unavailability of the explants and of the x-rays. We cannot determine with certainty the root cause of this event. Nevertheless, we can suppose that the event was not product related. Pms data: according to the pms data, the revision rate of the smr reverse prostheses due to infection is around (B)(4). No corrective actions are required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. This is a final MDR.

Event description:
Revision surgery of a smr reverse prosthesis due to infection on (B)(6) 2021. The components explanted are the following: smr cemented stem ø14 mm (product code 1306.15.140, lot 1206229, sterilization 1200249). Smr reverse humeral body (product code 1352.15.010, lot 1501334, sterilization 1500061). Smr reverse liner +6mm d.40mm (product code 1365.50.820, lot 14l0399, sterilization 1400298). Smr glenoid peg tt small-r #m (product code 1375.14.652, lot 1415127, sterilization 1500026). Smr ecc.glenosph.ø40mm small-r (product code 1376.09.035, lot 1411961, sterilization 1400290). C. Acnes identified as responsible for the infection. Patient has an antibiotic spacer in place and a compassionate use device was requested by the surgeon. On follow up, the patient's lab had not normalized and on (B)(6) 2021 the previous antibiotic spacer was replaced with a new one. On (B)(6) 2021 the shoulder is noted to be doing well. Previous surgery was performed on (B)(6) 2015. The implant of the custom-made device was performed on (B)(6) 2022. Then the patient needed a hematoma evacuation/irrigation and debridement performed on (B)(6) 2022. No further concern arose during the follow up visit on (B)(6) 2022. According to the complaint source, patient has a history of multiple infection experienced, with the necessity in 2015 of a revision surgery of a competitor's prosthesis. Event happened in us.